Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handling database for the reported lot identified no other incidents reported for a dissection with additional therapy/non-surgical treatment. The reported patient effect of dissection is listed in the xience prime long length (ll), everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately tortuous, moderately calcified mid left anterior descending coronary artery. A 3x33mm xience prime stent was deployed. A distal edge dissection was noted and a 3x18mm xience prime stent was used to successfully cover the dissection. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.